Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this pacemaker was bumped onto the sidewalk and was hit directly in the device area. The device was sticking out but not protruding through the skin, however, this is an indicative of erosion. The physician repositioned the device deeper and lower. Moreover, the patient acquired infection from the procedure and was given intravenous antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service.